Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the index procedure treated a 3.0x20mm, 75% stenosed lesion of the proximal cx. Treatment consisted of predilation, placement of a 3.5x20mm taxus liberte stent, and post dilation resulting in 25% residual stenosis. Timi 3 flow was maintained throughout the procedure. The patient was discharged two days post procedure on aspirin and clopidogrel. Corrected information: lesion characteristics at time of event corrected from proximal cx 3.26x7.9mm with 70% stenosis and 5% residual stenosis to 3.0x10mm with 75% stenosis and 0% residual stenosis; distal cx from 3.03x11.9mm with 86% stenosis and 2% residual stenosis to 3.0x15mm with 90% stenosis and 0% residual stenosis.

Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed restenosis. The index procedure treated the proximal circumflex (cx) with an unknown size taxus liberte stent. Another manufacturer's drug eluting stent was also placed in the distal cx during the procedure. In (B)(6) 2010, the patient had no anginal symptoms, however there was restenosis of the proximal cx. Angiography showed the 3.26x7.9mm lesion in the proximal cx was 70% stenosed and the 3.03x11.9mm lesion in the distal cx was 86% stenosed. Both lesions were treated with unknown sized promus stents resulting in 5% and 2% residual stenosis respectively. The patient's condition was improved one day post procedure and the patient was discharged three days post procedure. At the one year study follow up in (B)(6) 2010 the patient had no anginal symptoms.

Manufacturer narrative:
Corrected information: describe event or problem: lesion characteristics at time of event corrected from proximal cx 3.26x7.9mm with 70% stenosis and 5% residual stenosis to 3.0x10mm with 75% stenosis and 0% residual stenosis; distal cx from 3.03x11.9mm with 86% stenosis and 2% residual stenosis to 3.0x15mm with 90% stenosis and 0% residual stenosis. (B)(4).